Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst. The foley was inserted and inflated prior to the operation starting. The foley allegedly fell out immediately post-operative and was discovered that the balloon on the foley had burst. The tip was inspected by the surgeon and appeared to be intact. A new foley was inserted and inflated.

Event description:
It was reported that the balloon burst. The foley was inserted and inflated prior to the operation starting. The foley allegedly fell out immediately post-operative and was discovered that the balloon on the foley had burst. The tip was inspected by the surgeon and appeared to be intact. A new foley was inserted and inflated.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." Corrections: concomitant medical products and device evaluated by MFR.

Event description:
It was reported that the balloon burst. The foley was inserted and inflated prior to the operation starting. The foley allegedly fell out immediately post-operative and was discovered that the balloon on the foley had burst. The tip was inspected by the surgeon and appeared to be intact. A new foley was inserted and inflated.